Event description:
It was reported that during surgery, the femoral neck of the drill broke. In order to continue surgery, the primary nail and femoral neck had to be removed, which resulted in a 60 minutes delay in surgery.